Manufacturer narrative:
.

Event description:
For 5 months following pump replacement, the pt experienced lack of therapeutic effect and intermittent therapeutic effect. The pt fell off a ladder and felt intermittent itching for 1 week. The pt went to the emergency room with symptoms of acute itchiness and hypertonicity. The pt was treated with intravenous valium and admitted to the neuro-critical care unit for observation. X-rays were taken on that day and "nothing was seen." The pt's last refill date had been 2008, and the expected residual volume was obtained. A 25mcg bolus of baclofen was programmed through the pump but there was no pt response. The pt's creatine kinase (ck) levels were 333 (units not provided). Based on the ck levels they decided to schedule him for catheter replacement surgery two months later. The pt had a fluid collection the size of a golf ball at the base of the spine where the catheter was inserted. When the neurosurgeon performed the catheter revision, there was leakage of fluid from the incision site. The strain relief sleeve over the proximal segment of the catheter had become disconnected, and medication and csf was leaking from the connection site at the proximal and distal catheter site. The neurosurgeon felt the pt might require a shunt due to having too much cerebrospinal fluid, which may have been diluting the medication. The entire catheter was replaced at that time. The surgeon believed that the disconnect was due to a purely mechanical situation. No catheter segments were returned for analysis. The new length of catheter was primed, and the infusion rate was restarted at 96 mcg/day. Upon admission to the hospital, the baclofen dosage had been 360 mcg/day. The pt outcome was not reported. Additional information has been requested.